Event description:
No additional information received from the customer

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the discovered damage is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to no device problem found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic "cycstolitho taxy" procedure under general sedation, two screws dislodged from the rigid windowed grasping forceps and the device came apart when it was opened to grasp a stone. One of the screws fell into the patient¿s bladder from the distal end of the device that activates the opening and closing of the device. The dislodged screw was successfully retrieved using an evacuator from an unknown manufacturer. No additional diagnostic imaging was performed to locate or confirm removal of the screw. The even caused a delay of approximately 25¿30 minutes. The procedure was subsequently completed using an olympus backup device, and the patient reported to be doing fine.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.